Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # ehz355, batch # gdz814, batch # gj6856, batch # gm6558, batch # hcm946, batch # jlz605 .

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2015 and suture was used for subcutaneous and dermis tissue. Following the procedure, a projection appeared on (B)(6) 2016 and (B)(6) 2016. The foreign matter was found in epidermal tissue and was removed on (B)(6) 2016. The foreign matter or gauze was found from epidermal tissue on (B)(6) 2016. As reported, the patient condition has been observed, but doubt of abscess and such as keloids formed three weeks after the surgery. It was reported that there is also a possibility of the cause is a piece of gauze. The patient has been discharged.

Manufacturer narrative:
Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # ehz355, MFR date 07/12/2012, exp date 07/31/2017. Batch # gdz814, MFR date 04/11/2013, exp date 01/31/2018. Batch # gj6856, MFR date 08/20/2013, exp date 07/31/2018. Batch # gm6558, MFR date 11/16/2013, exp date 07/31/2018. Batch # hcm946, MFR date 03/06/2014, exp date 01/31/2019. Batch # jlz605, MFR date 10/14/2015, exp date 09/30/2020. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.